Manufacturer narrative:
E1: (B)(6). B3: date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. The device was received "in medium conditions". There were small wears and tears on the device. The start button was pressed, and the device was fully functional. After the disposable was attached and detached a couples of times, it was found that the disposable was not recognized each time. A new microswitch was installed and this time the disposable was recognized each time. The complaint was confirmed. Root cause of the reported fault was attributed to the micro switch. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the "hotline gives an error message and doesn't work". Patient involvement is unknown.